Event description:
Add'l info rec'd from MFR 3/15/05: the catalog number of the subject device was not provided in the report received. Synthes has been unable to obtain the catalog number. The lot number of the subject device was not provided.

Event description:
Pt twisted at work, felt severe pain in low back. Pt has not worked since and is on ssd and workers comp. In december of that year 2000, pt finally got an x-ray that revealed a pedicle screw broke. This was placed in back in 1995. Pt has always been able to work with back problems but no longer. Pt feels a twist should not break a screw.